Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager kept failing. The customer reported that it appeared to fail after being unused for a period of time. It worked temporarily after being recovered but failed again once it had not been used for a while. The issue continued to occur daily. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed randomly. A field service engineer inspected the wire harness, latch, and cable and restarted device windows updates and tested functionality. The system functioned as intended after the field service engineer troubleshot the device.